Event description:
As reported by the user facility (translation of user facility info by bbm (B)(4)): switched off without alarm during run.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual device involved in the event has been received in (B)(4) and the investigation is on-going at this time. A follow up report will be provided after the inspection results are available.